Manufacturer narrative:
Philips has investigated this complaint. It has been identified that due to the forces applied during the movement of the system's c-arc, the bolts supporting the flexmove carriage may become loose and/or break, and cracks may appear in the flexmove carriage. Philips has initiated a medical device correction (2023-igt-bst-008). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the during preventive maintenance (pm), the lateral carriage of the flexmove ceiling suspension were checked and numerous screws were found to be loose. The device was not in clinical use. Philips has started an investigation of the complaint.